Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and ligament disorder ("deterioration of the right knee (underwent a ligamentoplasty)") in a female patient who had essure inserted (lot no. A50506) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced ligament disorder (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal disorders"), fatigue ("chronic fatigue"), neck pain ("neck pain"), intervertebral disc protrusion ("cervical hernias"), tinnitus ("tinnitus"), arthralgia ("joint and muscle pain") and anger ("anger"). On (B)(6) 2023 she experienced gait disturbance ("difficulty walking for long periods and doing any physically effortful tasks."). Essure was removed on (B)(6) 2024. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), burnout syndrome ("burn out"), depressed mood ("sadness") and dry skin ("dry skin"). The patient was treated with surgery (thermal ablation & essure removal and on (B)(6) 2023 ligamentoplasty). At the time of the report, the outcomes for heavy menstrual bleeding, ligament disorder, gastrointestinal disorder, fatigue, neck pain, intervertebral disc protrusion, tinnitus, arthralgia, burnout syndrome, gait disturbance, anger and dry skin were unknown. No causality assessment was received for essure with regard to gastrointestinal disorder, fatigue, neck pain, intervertebral disc protrusion, tinnitus, arthralgia, ligament disorder, burnout syndrome, heavy menstrual bleeding, gait disturbance, depressed mood, anger or dry skin. The reporter commented: sadness and anger regarding my situation because I was in a 3-year nursing course. I had to interrupt the training paid for by my employer to recover physically. I just have the planning to validate and internship time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and ligament disorder ("deterioration of the right knee (underwent a ligamentoplasty)") in a female patient who had essure inserted (lot no. A50506) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced ligament disorder (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal disorders"), fatigue ("chronic fatigue"), neck pain ("neck pain"), intervertebral disc protrusion ("cervical hernias"), tinnitus ("tinnitus"), arthralgia ("joint and muscle pain") and anger ("anger"). On (B)(6) 2023 she experienced gait disturbance ("difficulty walking for long periods and doing any physically effortful tasks."). Essure was removed on (B)(6) 2024. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), burnout syndrome ("burn out"), depressed mood ("sadness") and dry skin ("dry skin"). The patient was treated with surgery (thermal ablation & essure removal and on (B)(6) 2023 ligamentoplasty). At the time of the report, the outcomes for heavy menstrual bleeding, ligament disorder, gastrointestinal disorder, fatigue, neck pain, intervertebral disc protrusion, tinnitus, arthralgia, burnout syndrome, gait disturbance, anger and dry skin were unknown. No causality assessment was received for essure with regard to gastrointestinal disorder, fatigue, neck pain, intervertebral disc protrusion, tinnitus, arthralgia, ligament disorder, burnout syndrome, heavy menstrual bleeding, gait disturbance, depressed mood, anger or dry skin. The reporter commented: sadness and anger regarding my situation because I was in a 3-year nursing course. I had to interrupt the training paid for by my employer to recover physically. I just have the planning to validate and internship time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Lot number: a50506 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.